Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. There was a power on reset (critical ram parity error recorded on (B)(4) 2011). The power on reset (por) severity is low and the device should be able to fully recover after the reset. Diagnostic information is consistent with reported event.

Event description:
It was reported that the device had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.